Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery to the stenosis of the right iliac vein utilizing an ipsilateral approach. The target lesion was located in the iliac vein. A 9.0mmx40mmx80cm sterling balloon catheter was advanced for post dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.